Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator (remote manager) was failing just about every time it was opened. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator (remote manager) was failing just about everytime it was opened. A field service engineer performed t-shot and discovered oxidation on harness connections. Cleaned and treated affected connections, then resumed testing. Verified all bus and harness connections. Confirmed proper door and latch operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator (remote manager) was failing just about everytime it was opened. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.